Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage test passed. Perform pairing test with nordic bluetooth device: passed tested on global transmitter final functional tester: passed. Share log review showed no data. Perform review of the bin file and device failed due to a loss of connection found within the investigation window. The reported event of loss of connection was confirmed. The root cause could not be determined.